Event description:
The patient reported that the infusion set did not adhering enough long and had to change it earlier than the seven days expected event on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france. Zip code: (B)(6). Based on the available information, this event is deemed to be a malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.